Event description:
Hill-rom received a report from a hill-rom technician stating the side rail would not latch. The bed was located at the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found a sticky substance on the latch mechanism. The technician cleaned and lubricated the latch assembly to resolve the issue. Based on this information, no further action is required.